Event description:
The fse reported that the system freezes (locked up) with a communication error. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The contacts on system boards and power supplies were evaluated and cleaned. The system was tested and found to be working as intended and returned to service.